Manufacturer narrative:
This report is submitted on 18 november 2019.

Event description:
Per the clinic, the patient's experienced infection at implant site. Additional information was requested but not made available as of the date of this report.